Manufacturer narrative:
Investigation summary - bd received one photo for investigation. The customer's photo shows a device that is not attached to the holder, but there is no evidence of damage to the threads on the male luer. Additionally, 30 retained samples underwent functional tests to assess the functionality of the device. All samples passed the tests, confirming that holders were able to be properly attached and did not separate during use. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: separates during use. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that during the use of bd vacutainer® push button blood collection set, one (1) device disconnected from the vacutainer holder during blood collection. No patient impact reported.

Event description:
It was reported that during the use of bd vacutainer® push button blood collection set, one (1) device disconnected from the vacutainer holder during blood collection. No patient impact reported.

Manufacturer narrative:
D.2b medical device type: one additional code applies; jka. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.